Event description:
It was reported that this patient presented for a follow-up appointment due to beeping from their implantable device. Upon interrogation, a single elevated, out-of-range shock impedance measurement (126 ohms) was noted from this right ventricular (rv) lead. The physician performed provocative maneuvers, and no noise nor changes in impedance were producible. All other lead parameters were stable and within range. During testing, the shock impedance was in range (90 ohms). The physician elected to continue with remote monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.